Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell, linear opening on radius, creases fold, and wear abrasion. Leak test and microscopic analysis were performed which identified a striated broken edge and opening on anterior and radius, smooth crease opening on radius, non-penetrating nicks, and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening and broken edge on radius/anterior due to surgical damage consistent in the use of some surgical tools, a smooth crease opening on radius due to fold flaw opening, missing shell due to inconclusive, and creases observed but not related to manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Additionally healthcare professional reported "creases associated with hole." Device has been explanted.